Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. While reloading the cartridge, it was noted that the customer received a change cartridge error message. The customer was able to load a new cartridge and resume insulin delivery. There was no impact to the customer's blood glucose level.